Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirm. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt-left) ablation procedure with an thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. While performing a left-sided ischemic vt when it was noted that a cardiac tamponade was present. The physician confirmed the effusion via intracardiac echo using a soundstar catheter. There was then a drop in the patient's blood pressure and a pericardiocentesis was performed, 800ml of fluid was removed, and the drainage tube was left in place. The patient's blood pressure recovered. The patient was then transferred to cardiac tamponade surgery. The patient¿s current condition was unknown at that time. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was reported as fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event for recovery from CT surgery. Physician thinks that he came back into the left atrium (la) and punctured it while trying to get back in the left ventricle (lv). A stockert smartablate generator was used during this case. A transseptal puncture was performed with a biosense webster, heartspan needle. Prior to noting the cardiac tamponade ablation was already performed. There was no evidence of steam pop. The irrigated catheter flow setting was set to normal flow settings for st catheters. The correct catheter settings were selected on the smartablate generator and the pump was not switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at surepoint settings 2.5mm for 3sec, 3 grams 30% respiratory gating was checked with color options used prospectively of time.